Event description:
Customer stated that the ventilator failed while on the pt and no alarms. The screen went blank and would not turn on at another ac outlet. The therapist in attendance became aware of the event by the alarms sounding from the oxygen monitor. There was no pt injury as a result of the malfunction.